Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7112282. Product family: scs-ipg-r-MRI: upn: m365sc12000. Model: sc-1200. Serial: (B)(4). Batch: 376894.

Event description:
It was reported that the patient developed an infection at the lead site. Symptoms of redness and puss at the site were noted. The infection was not device or procedure related. The physician believed that the cause of infection was the patients sanitary issues and non compliance. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg and leads were not returned.